Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Healthcare professional reported left side ¿textured style 410.¿ healthcare professional additionally reported left side implant ruptured and grade iii capsular contracture, going into grade IV." Device has been explanted.

Event description:
Healthcare professional reported, left side ¿textured style 410¿. Healthcare professional, additionally reported, left side implant ruptured. And grade iii, capsular contracture, going into grade IV". Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture, capsular contracture and anxiety product/ procedure was received on jul 12, 2024, with lot number#: 2846235. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as unidentified (tear), (shell thickness was within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety product/ procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.